Event description:
It was reported that the infusion set tape did not stick properly and the injection port leaked at the adhesive pad on (B)(6) 2026. The patient experienced stinging sensation at the site.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.